Manufacturer narrative:
A follow up report will be submitted upon completion f the investigation.

Event description:
It was reported to philips that the device has issues with the etco2. There was no reported adverse patient impact.